Event description:
The event involved a tego® connector which the customer reported that the membrane collapsed when inserting vacutainer; the tego was unable to secure vacutainer and allow blood draw. There was a slight delay in treatment. There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.